Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned treatment/non-emergency treatment of general surgery procedure. The procedure was aborted. It was reported to philips that the system was unable to produce x-rays. Review of the logfile shows malfunctioning frontal ip-pc. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the ippc when power on, ippc can power on but late to on. The fse checked the logfile onsite and found that ip pc not working properly. Fse replaced the bios battery and data hard disk, but the issue persisted. Further troubleshooting by fse revealed that the ippc was defective. To resolve the issue, the fse replaced the ippc and performed recreate the image frontal. The defective part was sent for analysis, for ippc no failure was observed. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system was unable to produce x-rays. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.